Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, tissue damage, itching, pain, capsular contracture grade unknown, swelling, seroma, depression, anxiety, panic disorder, post-traumatic stress". Also reported "significant scarring, disfigurement, chronic insomnia, significant weight gain, irritable bowel, chronic headache, chronic gi upset/reflux, diarrhea/vomiting/nausea on an ongoing basis; aggravation of underlying conditions" which is not related to the device. This record is for the left side. The device has been explanted. Treatment: device explant, capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.